Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Subsequently, it was decided to cap this lead and replaced it. A new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted as model #4047 is not a bsc product and bsc does not own reporting responsibility. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Subsequently, it was decided to cap this lead and replaced it. A new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.